Manufacturer narrative:
Date of event: the best estimate date is during 2017. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt150 21.0 diopter intraocular lens (iol) was explanted on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Additional information: additional information received reported the reason for explant was due to a mild refractive surprise. Also, the operative eye was the right eye. There was no incision enlargement, vitrectomy, or sutures used. Reportedly, there was no patient injury. No additional information was provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.